Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient stated they saw air bubbles. The technical service representative (tsr) advised the patient to either restart therapy, or go to manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.